Event description:
This is being filed as the clip delivery system (cds) moved in an unexpected anterior direction while in the left ventricle. Although there was no adverse patient effect, if this were to recur, unexpected device movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, after the cds was advanced to the left atrium, the clip was turned down toward the mitral valve. The patient had a pre-existing left ventricle assist device and the heart was "torqued" so the imaging was challenging. As the device was being advanced and positioned above the valve, the clip was noted to be diving anteriorly. The diving was attempted to be compensated by turning the cds steering knob to remove the medial curve and a posterior curve was added. As the cds was advanced into the left ventricle, the clip dove severely in the anterior direction. The device was removed from the anatomy without difficulty. Another cds was used. One clip was implanted reducing the degenerative mitral regurgitation grade from severe to mild. Although the imaging was challenging, the diving of the clip was a device issue and not an imaging issue. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system (cds) was returned for analysis. After examination of the inner device components, a bend in the actuator mandrel was observed confirming the reported bent delivery catheter (dc) shaft. Potential causes for dc shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspection activities, including verification that the cds properly curved and the dc shaft straightness met specification. There were no manufacturing non-conformities issued for this lot. A query of the electronic complaint handling database indicated there had been no previous incidents reported for dc shaft bends or difficulty positioning the device from this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. It is possible that there may have been some procedural interactions (e.g. Due to the pre-existing left ventricle assist device or torqued heart) which resulted in additional force placed on the device, resulting in the actuator mandrel to become bent; however, this cannot be determined. Since the actuator mandrel is located inside of the dc shaft, if the mandrel becomes bent then the dc shaft will likely demonstrate a similar bent condition. This type of damage can further result in abnormal movement/deflection of the device during subsequent device manipulations (dc handle advancement). Based on the information reviewed, the reported bent dc shaft appears to be related to the observed bend in the actuator mandrel; however, a cause for the bent actuator mandrel cannot be confirmed. There does not appear to be any evidence of a quality deficiency associated with this device.